Manufacturer narrative:
One single dpt - vamp adult kit was returned for evaluation. The reported event of contamination issue was confirmed. One unknown dark brown particulate, approximately 80 cm distal from dpt housing, was observed inside pressure tubing. The particulate, approximately 0.04" x 0.18" in size, attached to the inner wall of pressure tubing. The particulate stayed at the same location on pressure tubing after 5 minutes of continuous flushing. Pressure tubing was cut and the particulate was sent for additional tests. Additional test confirmed that the returned sample is consistent with the material like pvc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A CAPA was initiated for this issue and the supplier has been notified of the malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that before use, a particulate was found in this pressure tube. This was detected before customer use. The physician is not able to tell if the material is inside the tube or embedded in the plastic. There is no patient involvement.